Manufacturer narrative:
Customer had difficulty obtaining sample and was milking finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Data analysis was performed on inr results provided by the consumer. Inratio precision data provided by end-user: date: (B)(6) 2012, 1st inr = 1.4, 2nd inr = 3.0, mean = 2.20, sd = 1.13, %cv = 51.43. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Inr result of 4.5 was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Recent test conducted on lot 271133 on 02/17/2012 met accuracy and precision criteria. Test results are as follows: donor 178 = 1.7, 1.6, 1.7 inr; donor 179 = 3.8, 4.0, 3.8 inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 178 (1.83 inr) and donor 179 (2.84 inr), respectively. In-house test results have 3.46% and 2.99%, respectively for each donor and are less than 16% cv. No further investigation required at this time. Conclusion: inratio precision data provided by end-user did not meet precision criteria. Recent testing met both accuracy and precision criteria. No product is expected to be returned. (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2012: inratio=1.4, 3.0; (B)(6) 2012: inratio=4.5. Therapeutic range: 2.5-3.5. Pt self tester had a hard time obtaining sample last week (took longer than 10-15 seconds to get sample onto strip), milking finger. She has been testing on her meter for about 5 years; has never compared her meter to the lab. Pt self tester reports that she did a lab comparison and the new strips are giving results that match the lab. She will no longer use the strips she is questioning and will call back if she needs further assistance.